Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 that appeared on the display of the pt's homechoice machine during dwell 4/4 of her automated peritoneal dialysis therapy. Per initial report, the home pt disconnected her transfer set from the pt line of the homechoice set. The pt then reconnected to the set-up in an attempt to complete therapy and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.